Event description:
It was reported post op a realize adjustable band, the patient presented with pus at port site and developed a band infection. There was significant pus developed around the band. Culture was performed and came back (B)(6), an exploratory laparoscopic procedure was performed, the band and port explanted, patient treated vac dressing and antibiotics. Currently patient still on wound vac. The patient didn not receive any fills or adjustments.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Consult with medical director, the following comments were provided: there are only a few reasons why you have local infection at a port site this soon after surgery. Assuming there's been no accessing of the port since its original placement. Those two reasons are breach of sterile technique at the time of placement or (B)(6) contaminating the port status post placement. It seems unlikely that two separate patients would both develop (B)(6) with the same organism type. It seems more likely that some breach in sterile technique in the operating room on that particular day resulted in these outcomes. The lot number of the device was provided. A device history review was performed which included manufacturing, sterilization, and bioburden records. The manufacturing process indicates that all products are inspected prior to distribution and sterilized with irradiation. Sterility is guaranteed unless package is opened or damaged. There were no discrepancies during the manufacturing process.